Event description:
From an article titled "the risk of oversizing with sutureless bioprosthesis in small aortic annulus," it was reported that during avr with a perceval size s +performed in partial sternotomy, the valve size s was currently deployed and positioned, but the stent kinked after the valve ballooning. The valve was explanted, root enlargement performed and trifecta size 21 was implanted. The outcome of the patient was good with good functionality of the valve. The patient's aortic cross clamp time was 133 minutes.